Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the lead and ipg were explanted and replaced.

Event description:
It was reported that the patient had pain at the implant site and ineffective stimulation due to high impedances on their cervical lead. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.